Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced severe hypoglycemia. The sensor was inserted into the arm on (B)(6) 2016. Patient reported that she was sleeping and once woken up, realized she was low. Patient stated she was running into walls and made her way into the kitchen. Patient was able to self-treat with juice and stabilized after treatment. At the time of the event, the patient's receiver was displaying the error reading symbol and the patient was therefore not alerted of her low blood glucose. At the time of contact, the patient reported that the issue had been resolved. No additional event or patient information is available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.